Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's wife stated that the patient deceased one day post implant as a result of the pacemaker. There is no known allegation from a health care professional that suggests that the death was device related, the cause of death was unknown. No additional information was available at this time.